Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered due to high impedances. Technical services (ts) discussed trouble shooting options and recommended to have x-ray imaging performed. Boston scientific representative stated that this lead was either fractured or dislodged. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered due to high impedances. Technical services (ts) discussed trouble shooting options and recommended to have x-ray imaging performed. Boston scientific representative stated that this lead was either fractured or dislodged. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 110mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.